Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. The sample was visually inspected and during the analysis it was observed that the tube that connects with the mystic valve did not fit as should. During functional testing, a leak was observed. The failure mode reported is confirmed. The possible root cause is related with the internal diameter of the mystic connector that did not fit correctly with the tubing resulting in leaking in that junction. Corrective actions were implemented, a validation was performed for mold a to improvement, the purpose of this modification was to increase the inlet diameter of the mystic from .0133 to .144, so the assembly between the tubing and the mystic will be easier. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during use, formula started to leak from the anti-flow valve during use. No patient harm was reported.